Event description:
It was reported to intuvie that another office has some tubing that is bubbling. No patient harm was reported.

Manufacturer narrative:
It was reported to intuvie that another office has some tubing that is bubbling. A review of the lot number history indicated four similar complaints associated with this device. Complaint numbers (B)(4). The failure mode could not be confirmed as the device was not returned for evaluation. As a result, the root cause remains undetermined. Reference to complaint # (B)(4).